Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs received. Review of the available records identified a cylindrical structure which is isodense to the surrounding bone projecting along the lateral aspect of the acetabular cup. This is nonspecific and the etiology is unknown, but could represent the sheared off inserter described on the event/deficiency description. The hardware is otherwise intact. There is a fracture seen in the proximal diaphysis of the femur, presumably present prior to the surgical procedure. Cerclage wires also seen in the proximal femoral diaphysis. Visual examination of the returned product/provided pictures identified the device has scuffing on the shaft of the device along with impact marks on the strike plate. The tip of the device had fractured and was not returned. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00223200418 64952406 cable cerclage cable with crimp 1.8 mm dia. 635 mm length; 00223200418 64914742 cable cerclage cable with crimp 1.8 mm dia. 635 mm length; 163662 707860 28mm mod hd std neck tp1 taper; 11-304114 821440 arcos 14x210mm brch body hi; 11-165222 541770 ringloc bi-polar 28x49mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during left total hip arthroplasty, upon impacting the stem implant, the inserter fractured off at the end of the threads. The surgeon elected to leave the fractured piece in the implant. Attempts have been made and additional information on the reported event is unavailable at this time.